Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer stated that the only button that responded was the bolus button. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 451 mg/dl at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer stated that the insulin pump was not on prior to the call and that they did not give themselves a bolus, so they did not want to troubleshoot for the high blood glucose reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no button response at escape, act, up and down due to unlocked (B)(4)/lcd keypad connector during visual inspection. No button error alarm during testing. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.